Event description:
New information received notes the patient's implantable cardioverter defibrillator exhibited a recurrence of post-paced t-wave over-sensing. Programming changes were made. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No intervention was performed. The patient was stable.